Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-dec-2002, UDI#: (B)(4). Analysis of the catheter found that there was a pump connector anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 400 mcg/day) via an implantable infusion pump. It was reported that the hcp was doing a normal and expected pump replacement due to the end of battery life and when disconnecting the catheter from the pump, the white rubber cap stayed connected to the pump but the rest of the catheter broke away with the pin exposed. A new pump segment piece was added along with the new pump. No patient symptoms were reported. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.